Event description:
A customer reports that their precision xtra meter turns off after blood is applied to a test strip. The customer reports his blood sugar dropping to 40 mg/dl and losing consciousness. The paramedics were called and gave the customer orange juice with sugar.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.